Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On the same day, it was reported that the patient was feeling disoriented. The patient was brought to the hospital by their roommate. When a fingerstick was taken the cgm reading was 300 mg/dl, and the blood glucose reading was 31 mg/dl. The patient was treated with intravenous dextrose d10 and d50. No further treatment was reported to be needed. It was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.